Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with intermittent buttons due to corroded keypad traces. No button error alarms noted. No display ramping on it's own anomaly noted. Unable to prime the insulin pump during the prime test due to slightly loose drive support disk. The insulin pump received with cracked case at display window corners and minor scratches on lcd window.

Event description:
It was reported by the customer that they had a blood glucose level of 252 mg/dl and that their insulin pump was unresponsive with the numbers on the display increasing without button input. Customer stated they did not recall any significant events that lead to the alarm or if the device was dropped. Advised customer to discontinue use of device and revert to back up plan. Nothing further reported.